Event description:
Per complaint (B)(4), a patient's dental implant lacked primary stability during clinical procedure. The implant was not able to be placed. Treatment is scheduled for a future date. No additional adverse patient consequences were reported.